Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy and esophageal variceal banding procedure performed on (B)(6) 2023. During the procedure, the physician attempted to deploy the first band after the varix was suctioned; however, after the handle was rotated and the "click" was heard, he noticed that the band was still stuck within the ligating unit. He tried to rotate the handle again; however, the band still would not deploy. He then decided to remove the scope along with the device, and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.